Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/14/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, redness, and pimples, extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The patient experienced a widespread erythema with allergic symptomatology which reaches up the patient´s chest and shoulder. The skin reaction was treated with a prescription of a topical cream called advatan 0.1% cream. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.